Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved distally on the balloon and the entire stent was damaged and stretched out over the tip of the device. The maximum crimped stent profile was measured and was within specification. The product stent protector was not returned however, the specified inside diameter of the stent protector was within specification. Therefore, it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. It is likely that the stent detached from the balloon while removing the product stent protector. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon and stent dislodgement occurred. A 38 x 4.00mm promus premier¿ drug eluting stent was selected for use to treat the lesion. After unpacking the device, the housing containing the stent was handed into the sterile field. The nurse removed the plastic tubing from the housing and it was noted that the stent was not fixed on the stent delivery balloon (sds) and had moved away from the sds. The procedure was completed with another 38 x 4.00mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.